Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine device check. Upon interrogation the right ventricular lead exhibited high impedance, drop in sensing and high threshold. The lead was repositioned on (B)(6) 2017. Programming changes were made. The patient was in a stable condition.